Manufacturer narrative:
A ge service representative performed an on site investigation. The hv cable connections to the x-ray tube were evaluated, re-lubricated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited arcing and failed to re-boot to a usable state. No patient serious injury or death was reported related to this event.